Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter powered on with button depression and with insertion of strips. Low battery icon was not observed. No new issues were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. It should be noted: the battery icon displays as a warning to customers that the battery needs to be changed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported that on february 20, 2015 she performed a test using the customer's adc blood glucose meter, received a result of 24 mg/dl and noticed a battery icon on the display. The next day ((B)(6) 2015) she was initially unable to awaken the customer, so she attempted to use the meter but the test did not start with button press or with test strip insertion. At 6:00 am she succeeded in awakening the customer, but then the customer subsequently lost consciousness. Paramedics were called and upon arrival initiated an intravenous infusion of unknown type and transported her to a local healthcare facility. The caller was unable to report what happened at the hospital because she did not accompany the customer. However, caller believed the customer was diagnosed with hypotension. It is unknown what additional treatment may have been rendered. There was no report of death or permanent injury associated with this event.